Manufacturer narrative:
Updated fields: e1, e2, e3, g2, h6 and h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified as the reported issue of ¿image flickering¿ was not reproduced during evaluation. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was not confirmed. The evaluation found that after the device was burned in for over three days, no abnormalities could be found in the image. Additional findings include the following: the switchboard was worn out. There were minor fades on the rear cover label and scratches on the video's scope connector. The rubber on switch buttons one and three was chipped. The investigation is ongoing, and follow-up with the user facility is being performed. A supplemental report will be submitted upon completion of the investigation or if the user facility provides any additional information.

Event description:
The customer reported to olympus that the 4k camera head had an image flickering problem. The issue was found during preparation for use. There were no reports of patient harm.